Manufacturer narrative:
The pump was received with no button error alarms. However, the pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error for the last two weeks. Most of the time the customer can clear the alarm, but sometimes it takes several days to go away. The reporter did not know the blood glucose reading. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).